Event description:
It was reported the patient did not charge his ipg for approximately 2-3 months due to undergoing knee surgery. The sjm representative met with the patient and was unable to communicate with or charge the patient's ipg. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.